Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pulse generator showed the left ventricular (lv) lead was unable to capture and unable to sense due to the lv lead dislodgement. The lv lead was repositioned into the posterior lateral vessel successfully. The patient was in stable condition.